Manufacturer narrative:
The customer replaced the battery to resolve the issue. The unit was tested and it was returned to service. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
Date of report: 22jun2021. There was no patient involvement.

Event description:
The customer reported having an issue with the battery. The device was not in clinical use. No patient or user harm was reported. The customer confirmed diagnostic error "battery failed" in the event logs. The manufacturing date of the battery was 2014. The remote service engineer suspected a battery issue. The customer wanted to know if they can test the power management (pm) printed circuit board (pcb) to confirm it was charging and is being proactive. The customer reached out to senior tech who advised to unplug battery and measure the battery connector with ac plugged in and should get 14 vcd. The customer measured battery connector and is getting the 14 vcd. The customer advised all the voltages are correct in the pneumatics screen. Other information is pending.